Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system. The customer stated that he was rewinding the insulin pump and tried to get the device to shoot insulin out when the device started to count down. He stated that he insulin pump had not been dropped leading up to the alarm. He also noted that the insulin pump alarmed no delivery. The blood glucose reading was unknown. He was advised that the possible cause of the alarm was that, during seating, the force sensor did not detect the reservoir. He declined troubleshooting assistance for the no delivery alarm that occurred during the fill tubing step. Advised replacement of the insulin pump. Nothing further reported.